Manufacturer narrative:
Follow-up #2.the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch select simple meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on the evening of (B)(6) 2016 (time not provided). The reporter stated that the patient obtained the results of "126 and 75 mg/dl" and "480 and 179 mg/dl" using the subject meter, all results were taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with self-adjusting insulin. The reporter stated that the patient took exercise in response to the alleged product issue (date/time not provided but stated that the patient takes exercise all the time). The reporter claimed that the patient developed the symptoms of "headaches and nausea" (date/time not provided). The reporter stated that the patient visited his doctor's office on the same evening (time not provided) where he received hcp treatment of food/drink. The reporter denied that the patient's blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient was using the correct testing technique, the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed that the patient received hcp treatment of food/drink after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow up#1 the retain test strips failed the performance testing with blood for low bias at the 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.